Event description:
Customer reported a programming error by the nurse involving a patient reported to have received 5x times the normal dose of dilaudid. The code 5 team was called to resuscitate the patient. Narcan was administered x 1 with positive outcome. The bp remained at 100/50 during the event with pulse between 100-120. The dilaudid was discontinued and the patient transferred to a step-down unit.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26 2007. The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.